Event description:
Customer's spouse reports he was getting results of 350-450 mg/dl and would re-test within five minutes and obtain results about 100 mg/dl. Customer 'felt fine' and did not take any medications based upon results. Customer not sure date/time episode occurred. The original location of the alleged event was not provided. A request was made for the return of the suspect device and replacement product was sent.